Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.(B)(4).

Event description:
It was reported that the rep faxed in an episode that displayed corruption on both the atrial and ventricular channels. Therapy was appropriately delivered for vt. Technical services discussed that this was a data transfer issue and does not affect the device function. The device remains implanted.